Manufacturer narrative:
Surgery field service engineer repaired lemo connector receptacle; verified proper system operation.

Event description:
User stated c-arm loss of power during procedure requiring reboot; surgery case was completed successfully after reboot; no injury to patient.